Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected and back light anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and back light no longer works. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.